Event description:
It was reported that difficulty in catheter removal occurred. Vascular access was obtained via cubital region using a 3cm 4fr non-bsc introducer sheath. The 80% stenosed target lesion was located in a shunt in the left forearm. A 0.016x150cm non-bsc guide wire was advanced with the 8.0mm x 40mm x 80cm (4f) sterling balloon catheter for support. When the catheter crossed the anastomosis site, the non-bsc guide wire was withdrawn unintentionally. When the physician pulled the balloon catheter, the guide wire was also withdrawn. They attempted to remove the catheter but it was unable to be removed from the sheath. The catheter was removed together with the sheath as one unit. Another 6f unspecified sheath was inserted and the procedure was completed with a 8mm x 4mm x 50mm synergy balloon catheter. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the sterling catheter was received. Examination of the returned device revealed the balloon was tightly folded. There were multiple shaft kinks. The catheter was advanced through a 6f super sheath with no unusual resistance. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that difficulty in catheter removal occurred. Vascular access was obtained via cubital region using a 3cm 4fr non-bsc introducer sheath. The 80% stenosed target lesion was located in a shunt in the left forearm. A 0.016x150cm non-bsc guide wire was advanced with the 8.0mm x 40mm x 80cm (4f) sterling¿ balloon catheter for support. When the catheter crossed the anastomosis site, the non-bsc guide wire was withdrawn unintentionally. When the physician pulled the balloon catheter, the guide wire was also withdrawn. They attempted to remove the catheter but it was unable to be removed from the sheath. The catheter was removed together with the sheath as one unit. Another 6f unspecified sheath was inserted and the procedure was completed with a 8mm x 4mm x 50mm synergy balloon catheter. No patient complications were reported and the patient status was good.